Event description:
This port fractured during initial placement into the patient for chemotherapy treatment. The port was removed and another port placed to successfully complete the procedure. No patient complications resulted from this event. This manufacturer is currently evaluating this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. User technique during placement may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.